Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information : the analysis results of the d5lt found that it was received in good condition. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. In addition, the blade was visually inspected and it was found to be in good condition. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Event description:
It was reported that during an unknown procedure, the trocar blade was dull and difficult to insert. This device was not used. The case was completed with another device of the same product code. There were no patient consequences reported.